Event description:
It was reported the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our investigation revealed that a terminal had broken near a thermostat, briefly allowing a spark to contact the fabric foundation. We also observed damage to other components and markings on fabrics foundation which contrary to our warnings and instruction, and indicates misuse on the part of the consumer. We concluded that a component had malfunctioned, and that the cause of this malfunction was misuse on the part of the consumer.